Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set,tubing and support, ventilator (with harness). Part number 260128 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification. Hmag reference number: (B)(4). FDA reference: (B)(4).

Event description:
It was reported to hamilton medical ag, that: a hamilton t1 ventilator (pn 161009 / sn (B)(6) and the associated breathing circuit set (pn 260128 / ln 202139) exhibited a recurring ¿exhalation obstructed¿ alarm during interhospital transport of a tracheotomized patient despite correct setup and successful completion of all system checks. Multiple troubleshooting measures, including reconnection of the breathing circuit, membrane inspection, repeated system tests, and device restart attempts, did not resolve the issue. The pressure curve indicated impaired exhalation, while all self-tests showed normal function. The ventilator had to be replaced, after which ventilation continued without issue. Ventilation with an alternative ventilator (hamilton s1) was also uneventful, excluding patient-related causes. Patient involvement and medical intervention (troubleshooting measures and replacement of the ventilator with an alternative ventilator) was reported. However, no patient, user or third party harm was reported.